Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading at time of call was 186mg/dl. The customer was experiencing low blood glucose for more than two weeks. The customer stated that her infusion sets were falling off. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that there is more insulin in the reservoir than the status screen. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.